Manufacturer narrative:
On (B)(6) 2017, the customer reported not to have received any further occlusions since (B)(6) 2017. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the pump supplies. The customer's blood glucose (bg) level was 225-261 mg/dl and a bolus via the pump was delivered to address the bg level. After one occlusion, the customer reported to have possible seen a scratch or crack in the cartridge. The cause of the past occlusions could not be determined. A pump system check was performed using the current supplies on the pump. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer was to change out the infusion set site.